Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator system exhibited oversensing of myopotentials resulting in an inappropriate shock. Some noise was able to be reproduced in all vectors, however able to be appropriately sensed by the device. The reproduced noise appeared to be related to myopotential activity. Technical services (ts) discussed troubleshooting and programming options. The system was reprogrammed to the secondary vector to mitigate further oversensing. X-rays were completed and confirmed the electrode was fully inserted in the device header. There was a noted bend in the electrode close to the header. Additional information was received confirming this electrode again exhibited oversensing resulting in an additional delivered inappropriate shock. Further evaluation of the system is expected at a future date. This electrode remains in service. No adverse patient effects were reported.